Manufacturer narrative:
(B)(4).

Event description:
It was reported that device reached normal eri and loss of capture was observed on the rv lead. Patient was asymptomatic. No lead testing was performed during device change out procedure. Lead remains implanted. No further information available.